Event description:
Consumer called to report different readings within a short period of time. Analysis run on consensus error grid using mean reading (131) as reference point vs. Bd readings (63,99,79,279) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.